Event description:
It was observed that during the device evaluation, the fiberscope's forceps channel port had corrosion, and the adhesive of its bending section cover became detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.